Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) (B)(6) block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during cystocele repair with kelly plication + transobturator sling + cystoscopy procedure performed on (B)(6) 2015 for the treatment of grade 2 cystocele and stress urinary incontinence. The patient was awakened having tolerated the procedure well and was taken to recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.